Event description:
It was reported that this implantable cardioverter defibrillator (ICD) experienced sensor alert mode (sam) events during the patient's vt (ventricular tachycardia) ablation procedure. Despite the timing of the events, no noise was observed on the electrogram (egm). It was questioned whether the ablation procedure could have caused out of range (oor) measurements. The technical support assessment confirmed that, even though no visible noise was detected, the device did detect it. Both switch and disabled events occurred simultaneously with the same impedance measurements. The device measurements were found to be stable and consistent. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) experienced sensor alert mode (sam) events during the patient's vt (ventricular tachycardia) ablation procedure. Despite the timing of the events, no noise was observed on the electrogram (egm). It was questioned whether the ablation procedure could have caused out-of-range (oor) measurements. The technical support assessment confirmed that, even though no visible noise was detected, the device did detect it. Both switch and disabled events occurred simultaneously with the same impedance measurements. The device measurements were found to be stable and consistent. No adverse patient effects were reported. This device remains in service.